Event description:
Information received with return of the explanted device notes that the patient was admitted for congestive heart failure and sick sinus syndrome. Output and programming anomalies were observed during the implant procedure. The rate.~~~~~